Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/08/2016, that on (B)(6) 2016, the receiver displayed an error 121. There was no report of injury or medical intervention. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.